Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient has experienced hearing loss during the last month. As the recipient is using the audio processor with a headband, she has been advised to tighten the same a little and use. Follow-up in 1 month was recommended, imaging are planned to be performed.

Event description:
It was reported that the recipient has experienced hearing loss during the last month. No further proceedings are currently considered.

Manufacturer narrative:
Conclusion: based on the received information from the field, a technical failure at the reference electrode seems likely. In addition, three channels were reported to have been extra cochlea. However, latest information received states that the recipient is responding better and for now the device remains implanted and in use. This is a final report.